Manufacturer narrative:
Continuation of medical devices: 429888 lead implanted (B)(6) 2015. Product event summary: the device was returned and analyzed and no anomalies were found. The returned device had foreign material in the connector and the connector was damaged. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead replacement procedure the torque wrench could not be set into the implantable cardioverter defibrillator (ICD) set screw and the chronic lead could not be disengaged from the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.